Event description:
Diffuser (filter) on overhead operating room light fell off. Light shinning directly on patient's skin caused a third degree burn of the patient's lower left chest necessitating a skin graft. Burn - 8 x 12 cm. Diameter. Diagnosis per m.d. Is ischemic thermal injury. Latch on filter was bent. Part had to be replaced to correct problem. Service representative replaced latch and installed filter.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, failure to follow instructions, anticipated adverse reaction - short term, component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.